Event description:
It was reported to medtronic neurosurgery that the patient was admitted to the clinic with complaints of subcutaneous swelling around the valve implant site and in the anterolateral part of their neck. The valve was explanted on (B)(6) 2013. During the explant procedure, the ventricular and peritoneal catheters were checked, and no obstructions were found. The valve was flushed with isotonic fluid injected into the proximal port while the distal port was blocked, and fluid was noted to be leaking from the delta chamber. The physician believes that the leak was the cause of the subcutaneous swelling. The valve was replaced with a csf-flow control contoured valve, medium pressure, bioglide. It was also reported that the patient is in better condition now and that their new valve is functioning normally.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
The valve was patent. Proteinaceous debris was observed in its interior. The valve met requirements for the preimplantation test. It did not meet requirements for the siphon, reflux, and leakage tests. It also did not meet all of the requirements for the pressure-flow tests. A large tear was observed in the center of the delta chamber¿s membrane. It is unknown how or when this damaged occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).